Manufacturer narrative:
Device passed displacement and self-test. The audio tones/beeps/vibrate and audio options volume 1-5 functioned properly. No unexpected pump error 63 noted during testing. However, pump error 63 alarm confirmed in device history due to a hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reports the self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.